Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is rupture.

Event description:
Physician reported right side rupture and capsular contracture, baker grade ii. The device has been explanted.

Manufacturer narrative:
Visual analysis of the returned device identified: broken shell, underweight, crease fold, wear abrasion, missing. A microscopic analysis was performed which identify crease sharp on radius side and non-penetrating nicks (stress marks). Based on the device analysis the final assessment is: a crease sharp on anterior side due to fold flaw opening; inconclusive.

Event description:
Physician reported right side rupture and capsular contracture, baker grade ii. The device has been explanted.